Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the connector piece at the end of the endotracheal tube that attaches to the ventilator disconnected from the endotracheal tube. The pt's saturation dropped into the 50's, but recovered once the tube was changed. No report of a pt injury.